Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that during a supply change the user experienced a low glucose event, with a recorded glucose of 69 mg/dl lasting a couple of minutes, preceded by device low-glucose alerts and corrected with oral carbohydrate in the form of a small snack. Symptoms included feeling off and dizziness. Outcomes included no need for assistance and no professional medical intervention. Investigation included complaint intake, user interview, and troubleshooting with education. Investigation of this case revealed no device malfunction identified and the cause of hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.